Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis revealed deformed conductor coils and surface electro-cautery damage, both of which were noted by laboratory technicians to likely have been induced by the field during explant. Dried blood was also noted to be in the lumen of the lead, and therefore the guidewire insertion test was not passed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The field allegation of dislodgement could not be confirmed by laboratory analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to lead dislodgement, which additionaly was causing muscle stimulation. The lead was replaced. No adverse patient effects concerning to the procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.